Event description:
It was reported that during a device changeout procedure the right ventricular (rv) lead was failing with high and undefined lead impedances. The rv lead was attempted to be replaced but couldn't due to patient anatomy. The rv lead was inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.